Event description:
The bulb in the or microscope burned out. The back-up bulb was dim and sub-optimal for delicate eye cases. The eye was already open and cataract/lens removed, so it could not be cancelled/re-scheduled. The backup bulb is identical to the primary bulb and should function with the same intensity.